Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) ranged from 97-470 mg/dl. School nurse assisted the customer with delivering a correction bolus. Upon follow up, contact reported that the infusion set cannula was kinked and did not enter the customer's body; there was no leakage observed. Brand of infusion set was not reported and customer did not respond to follow up attempts to obtain this information.